Manufacturer narrative:
Initial.

Event description:
It was reported that a user received glucose readings on the dexcom g7 continuous glucose monitor (cgm) app but not on the ilet pump, consistent with a cgm pairing failure to the pump. No adverse clinical symptoms reported. Outcomes included no impact beyond loss of cgm data on the pump. User support included guided troubleshooting and education, review of alert history, sensor code re-entry, and toggling between sensor settings. Investigation of this case revealed intermittent connectivity issues resulting in the cgm not being paired to the ilet while the g7 app continued to display readings with no apparent device malfunction. It was concluded, based on previously established findings for similar reports, that user device or pairing configuration were the likely causes.